Event description:
While attempting to deploy a stent, the stent came off the balloon and deployed in the body. The cardiologist ws able to move stent to the femoral artery. Stent removed successfully. Patient discharged 2 days later. Manufacturer response for promus premier monorail, promus premier monorail (per site reporter): manufacturer rep stated that they had not had issues with the device. Maude indicated 1 incident in (B)(6) of the prior year.